Event description:
It was reported that a patient had high lead impedance observed on a system diagnostics test and was not feeling her device stimulate. The patient's surgeon was seen for consult and determined that since there was not enough room on her vagus nerve to attempt lead replacement, pin reinsertion would be attempted. If this did not resolve the high impedance, he planned to explant the vagus nerve stimulation system. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
Lead product analysis was performed and approved. During the analysis, it was found that the returned portion of the device had evidence of a discontinuity at one point along the lead, although the fracture type could not be determined. Pitting corrosion was found in this portion of the lead as well. Part of the lead containing the electrode array was not returned for analysis and so an evaluation on that portion could not be made. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: report that no obvious lead breaks could be visually confirmed upon examination was inadvertently left out of prior submission.

Event description:
It was reported that after the lead was explanted, it was examined. The surgeon was not able to visually confirm any discontinuities. The explanted lead was received for product analysis. Product analysis has not been completed to date. No additional information has been received to date.

Event description:
It was reported that the patient's physician was willing to perform a lead revision if the patient had room on her nerve for new electrodes. The lead was explanted and replaced after lead pin reinsertion did not resolve the high impedance. The explanted lead has not been received to date. No additional information has been received to date.